Event description:
A 4.5mm lcp proximal femur plate broke post operatively through one of the proximal holes with a screw in it. Pt was transferring from one chair to another with no weight on leg, twisted and heard a pop and felt pain. Pt was being treated for non-union right hip. Pt was revised to a 95 degrees angled blade plate with infuse bone graft substitute.

Manufacturer narrative:
This info was not provided during initial report, nor was it provided on completed questionnaire received. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn at this time.